Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable pulse generator (ipg) device check, the device exhibited normal battery depletion. Approximately, two later during routine device check it was noted that the device had previously triggered elective replacement indicator (eri) two years earlier. The ipg was planned for explant and replacement. During the explant procedure it was noted that the device no longer exhibited elective replacement indicator (eri). However, the physician decided that the device should be removed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.